Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port kit was returned for evaluation. Gross visual, microscopic evaluations were performed. A split was noted on the port septum. Therefore the investigation is unconfirmed for the reported fracture issue as no fracture and only a split was noted on the septum. Hence the investigation is confirmed for the identified material split issue. However the investigation is inconclusive for the reported device damaged prior to use issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2025), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, immediately after opening the package, a crack was allegedly found on the septum. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during preparation of a port placement procedure, immediately after opening the package, a crack was allegedly found on the septum. There was no patient contact.

Event description:
It was reported that during preparation of a port placement procedure, immediately after opening the package, a crack was allegedly found on the septum. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port kit was returned for evaluation. Gross visual, microscopic evaluations were performed. A split was noted on the port septum. Therefore the investigation is confirmed for the reported material split issue. However the investigation is inconclusive for the reported device damaged prior to use issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.